Manufacturer narrative:
Follow-up #1: date of submission 05/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings:during investigation, the battery compartment and battery cap were undamaged and were able to fit securely. The pump powered up with auditory and vibratory alarms to a blank screen. The battery cap contact measurements were within specifications. The intermittent power issue was unable to be adequately investigated due to the blank display. The pump was opened and an eeprom failure was concluded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.